Event description:
Reference MDR #1219856-2010-00470 for the first event involving the same patient. It was reported that the incident involved a female patient, more than 18 years of age. While in the cath lab the second iab was prepped and the super arrow-flex (saf) sheath was inserted into the same insertion site, the patient's femoral artery. During the insertion of the second iab into the second saf sheath, the intra-aortic balloon (iab) became stuck in the saf sheath. The iab could not be advanced any further. As a result, the md removed the iab and the saf sheath as one unit. The md requested a third iab for insertion. There was no reported patient death or injury. Medical/surgical intervention was not required. The delay in therapy was noted as "a short amount of time that was needed for the exchange of the saf sheath and the iab." There were no reported patient complications. The patient outcome is listed as "satisfactory outcome following the procedure."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.